Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The technical services representative assisted the care giver in clearing the alarm. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A closed patient line clamp during prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line.a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.